Event description:
It was reported that the patient spouse reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were part of a system explant due to an unspecified product performance issue. It was reported that this system was explanted and replaced with another system from an unknown manufacturer approximately three months ago. No additional adverse patient effects were reported. At this time, the product has not been returned. No additional information is available at this time. If information is provided in the future, a supplemental report will be issued.